Event description:
Interruption in intropic therapy reported. The pump was programmed to infuse 504.0ml primacor at [0.5mg/ml] in the continuous mode of delivery at 1.5mg/hr. It was reported when the pt was at the clinic, it was noted that the pump ceased to function. The length of time the infusion was interrupted was unknown. It was reported that the clinic nurse attempted to trouble shoot without success by changing the batteries. It was reported that there was no audible alarm alert. The infusion was continued on the clinic's pole mounted pump until a replacement could be obtained. There was no report of adverse pt event related to the interruption. There was no info related to the pt's vital signs at time of the event. Though requested, there was no additional info available.